Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5238590. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. The picture shows a used product with the needle partially retracted. The retraction appears to stop at the connection between the gripper and the barrel. This type of damage is known to occur during placement of the barrel over the grip. The grip may be damaged resulting in the bottom of the barrel folding inward. This reduces the diameter of the grip causing interference between the grip and hub preventing full retraction. The related manufacturing personnel were notified of this incident for awareness. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was an accident at work involving a sharp object. When pressing the retraction button on the needle of the needle-protected catheter (bd insyte autoguard), the safety device failed, resulting in contact with the patient's biological material. Could you inform the date on which the event took place: 10/11/2025 (dd/mm/yyyy) was there any damage to the patient's health? The event occurred with an employee, it was a work accident with piercing and cutting material (as informed in the investigation form), due to the fact that the needle did not retract the needle at the time the button was pressed. It was necessary to open cate.